Manufacturer narrative:
The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of device image and session records indicated device was programmed to high field settings and device operated with rate responsive features enabled during implant period. When automatic settings are programmed, such as dddr and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Analysis performed did not find any anomaly and battery voltage was above elective replacement indicator (eri) voltage level. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Additionally, a software investigation was performed by abbott engineering. The battery depletion observed was expected based on programmer parameters and patient usage. No device malfunction was suspected.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of device image and session records indicated device was programmed to high field settings. Analysis performed revealed no anomaly. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. A visual inspection revealed no anomaly on the outer helix and the inner helix was compressed out of required specification. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression.

Event description:
It was reported that the atrial device reached recommended replacement time (rrt) faster than expected. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was in stable condition.